Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. All functional and safety checks were performed to meet factory specifications without detecting the loss of gas. Unit passed all calibration, functional and safety test per factory specifications. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country, event site postal code - (B)(6)), e2, e3, g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.